Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that tubes are under filling with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: the tube didn't draw sufficient volume of blood.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are under filling with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube didn't draw sufficient volume of blood.